Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 31-year-old female patient who had essure (batch no. B27986) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight 130 lbs. Previously administered products included for birth control: nuvaring from 2006 to 2009. Concurrent conditions included body mass index normal, menses irregular, abdominal pain, flu, infection and genital bleeding. Concomitant products included hydrocodone bitartrate;paracetamol (norco) since 2012, ibuprofen (motrin) since 2012, levonorgestrel (mirena) from 2010 to 2013 and prednisone since 2011. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("urinary tract infection"), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), diarrhoea ("diarrhea"), constipation ("constipation,") and alopecia ("hair loss") and was found to have weight decreased ("weight loss") and hormone level abnormal ("hormonal changes"). In 2015, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2018, the patient experienced cyst ("tumor / teratoma / cancer type : cysts"). In 2018, the patient experienced anxiety ("anxiety") and mood swings ("mood swings"). On an unknown date, the patient experienced ovarian cyst ("tumor / teratoma / cancer type : follicular cysts"), weight fluctuation ("weight gain / loss specify which one") and back pain ("back pain"). The patient was treated with famotidine, methotrexate, ondansetron hydrochloride (zofran) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, urinary tract infection, anxiety, mood swings, nausea, dysmenorrhoea, cyst, fatigue, alopecia, vaginal discharge and weight fluctuation had not resolved and the dyspareunia, ovarian cyst, weight decreased, diarrhoea, constipation, hormone level abnormal and back pain outcome was unknown. The reporter considered alopecia, anxiety, back pain, constipation, cyst, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, mood swings, nausea, ovarian cyst, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight decreased and weight fluctuation to be related to essure. The reporter commented: discrepancy noted in date of insertion : (B)(6) 2011, (B)(6) 2013 leave taken from this job or other job for medical reasons-on disability leave for tinnitus from sarcoidosis. Current weight 130 lbs. Have you applied for workers' compensation, social security, or state or federal disability benefits during the five (5) years preceding your essure placement through the present? Yes. A. Type of application: disability. B. Date (or year) application: 2018. C. Nature of claimed injury/disability: tinnitus. D. Outcome of application: on disability currently. E. Basis of your claim: unable to work due to tinnitus from sarcoidosis. F. Was claim denied? No . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: results: total bilateral occlusion.; in (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-feb-2020: pfs received. Lot no. Were added. Lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight 130 lbs. Previously administered products included for birth control: nuvaring from 2006 to 2009. Concurrent conditions included body mass index normal, menses irregular, abdominal pain, flu, infection and genital bleeding. Concomitant products included hydrocodone bitartrate;paracetamol (norco) since 2012, ibuprofen (motrin) since 2012, levonorgestrel (mirena) from 2010 to 2013 and prednisone since 2011. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("urinary tract infection"), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), diarrhoea ("diarrhea"), constipation ("constipation,") and alopecia ("hair loss") and was found to have weight decreased ("weight loss") and hormone level abnormal ("hormonal changes"). In 2015, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2018, the patient experienced cyst ("tumor / teratoma / cancer type : cysts"). In 2018, the patient experienced anxiety ("anxiety") and mood swings ("mood swings"). On an unknown date, the patient experienced ovarian cyst ("tumor / teratoma / cancer type : follicular cysts"), weight fluctuation ("weight gain / loss specify which one") and back pain ("back pain"). The patient was treated with famotidine, methotrexate, ondansetron hydrochloride (zofran) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, urinary tract infection, anxiety, mood swings, nausea, dysmenorrhoea, cyst, fatigue, alopecia, vaginal discharge and weight fluctuation had not resolved and the dyspareunia, ovarian cyst, weight decreased, diarrhoea, constipation, hormone level abnormal and back pain outcome was unknown. The reporter considered alopecia, anxiety, back pain, constipation, cyst, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, mood swings, nausea, ovarian cyst, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight decreased and weight fluctuation to be related to essure. The reporter commented: discrepancy noted in date of insertion : (B)(6) 2011, (B)(6) 2011 leave taken from this job or other job for medical reasons-on disability leave for tinnitus from sarcoidosis. Current weight 130 lbs. Have you applied for workers' compensation, social security, or state or federal disability benefits during the five (5) years preceding your essure placement through the present? Yes a. Type of application: disability. B. Date (or year) application: 2018. C. Nature of claimed injury/disability: tinnitus. D. Outcome of application: on disability currently. E. Basis of your claim: unable to work due to tinnitus from sarcoidosis. F. Was claim denied? No. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: results: total bilateral occlusion.. Most recent follow-up information incorporated above includes: on 28-oct-2019: pfs received. Reporter's information was added. Updated outcome of events from unknown to not recovered/not resolved. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 31-year-old female patient who had essure (batch no. B27986) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight 130 lbs. Previously administered products included for birth control: nuvaring from 2006 to 2009. Concurrent conditions included body mass index normal, menses irregular, abdominal pain, flu, infection, genital bleeding, sarcoidosis, chest pain, sinus pressure, ringing in ears, uti, dysuria, leg pain, ovarian cyst, pyelonephritis and cystitis. Concomitant products included hydrocodone bitartrate;paracetamol (norco) since 2012, ibuprofen (motrin) since 2012, levonorgestrel (mirena) from 2010 to 2013 and prednisone since 2011. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("urinary tract infection"), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), diarrhoea ("diarrhea"), constipation ("constipation,") and alopecia ("hair loss") and was found to have weight decreased ("weight loss") and hormone level abnormal ("hormonal changes"). In 2015, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2018, the patient experienced cyst ("tumor / teratoma / cancer type : cysts"). In 2018, the patient experienced anxiety ("anxiety") and mood swings ("mood swings"). On an unknown date, the patient experienced ovarian cyst ("tumor / teratoma / cancer type : follicular cysts"), weight fluctuation ("weight gain / loss specify which one") and back pain ("back pain"). The patient was treated with famotidine, methotrexate, ondansetron hydrochloride (zofran) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, urinary tract infection, anxiety, mood swings, nausea, dysmenorrhoea, cyst, fatigue, alopecia, vaginal discharge and weight fluctuation had not resolved and the dyspareunia, ovarian cyst, weight decreased, diarrhoea, constipation, hormone level abnormal and back pain outcome was unknown. The reporter considered alopecia, anxiety, back pain, constipation, cyst, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, mood swings, nausea, ovarian cyst, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight decreased and weight fluctuation to be related to essure. The reporter commented: discrepancy noted in date of insertion : (B)(6) 2011, (B)(6) 2011, (B)(6) 2013. Leave taken from this job or other job for medical reasons-on disability leave for tinnitus from sarcoidosis. Current weight 130 lbs. Have you applied for workers' compensation, social security, or state or federal disability benefits during the five (5) years preceding your essure placement through the present? Yes a. Type of application: disability b. Date (or year) application: 2018 c. Nature of claimed injury/disability: tinnitus d. Outcome of application: on disability currently e. Basis of your claim: unable to work due to tinnitus from sarcoidosis f. Was claim denied? No right: 3 coils left: 3coils diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: results: total bilateral occlusion.; in (B)(6) 2014: total bilateral occlusion. Lot number: b27986, manufacture date:2013-04, expiration date: 2016-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-mar-2020: quality safety evaluation of product technical complaint. On 2-mar-2020: medical record received. Concurrent condition added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight (B)(6) lbs. Previously administered products included for birth control: nuvaring from 2006 to 2009. Concurrent conditions included body mass index normal. Concomitant products included hydrocodone bitartrate; paracetamol (norco) since 2012, ibuprofen (motrin) since 2012, levonorgestrel (mirena) from 2010 to 2013 and prednisone since 2011. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("urinary tract infection"), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), diarrhoea ("diarrhea"), constipation ("constipation,") and alopecia ("hair loss") and was found to have weight decreased ("weight loss") and hormone level abnormal ("hormonal changes"). In 2015, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2018, the patient experienced cyst ("tumor/teratoma/cancer type: cysts"). In 2018, the patient experienced anxiety ("anxiety") and mood swings ("mood swings"). On an unknown date, the patient experienced ovarian cyst ("tumor/teratoma/cancer type: follicular cysts"), weight fluctuation ("weight gain/loss specify which one") and back pain ("back pain"). The patient was treated with famotidine, methotrexate, ondansetron hydrochloride (zofran) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, urinary tract infection, anxiety, mood swings, nausea, dysmenorrhoea, dyspareunia, cyst, ovarian cyst, fatigue, weight decreased, diarrhoea, constipation, alopecia, hormone level abnormal, vaginal discharge, weight fluctuation and back pain outcome was unknown. The reporter considered alopecia, anxiety, back pain, constipation, cyst, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, mood swings, nausea, ovarian cyst, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight decreased and weight fluctuation to be related to essure. The reporter commented: discrepancy noted in date of insertion: (B)(6) 2011, (B)(6) 2011. Leave taken from this job or other job for medical reasons-on disability leave for tinnitus from sarcoidosis. Current weight (B)(6) lbs. Have you applied for workers' compensation, social security, or state or federal disability benefits during the five (5) years. Preceding your essure placement through the present? Yes. Type of application: disability. Date (or year) application: 2018. Nature of claimed injury/disability: tinnitus. Outcome of application: on disability currently. Basis of your claim: unable to work due to tinnitus from sarcoidosis. Was claim denied? No. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Results normal. Bilateral blockage. Most recent follow-up information incorporated above includes: on 3-may-2019: pfs received : new events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), urinary tract infection, anxiety, mood swings, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), follicular cysts, fatigue, weight loss, diarrhea, constipation, hormonal changes, vaginal discharge, weight gain/loss specify which one, back pain were added. Event injury updated to pelvic pain. New reporter, patient information, medical history, lab data, treatment, concomitant and historical drug were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.